Event description:
During procedure closure device failed. Second device opened and inserted. During removal of device, doctor had difficulty and what appeared to be a segment of the vessel came out attached to the suture. Patient transported to operating room and admitted. Due to issues with reporting online, this form is being completed and submitted.